Event description:
It was reported that following the implant procedure, the patient developed a hematoma at the implant site. Within a couple of weeks afterwards, the patient visited the emergency department, and it was determined that the patient had developed wound dehiscence. A week later, during a routine follow up visit, it was determined that the operative site was stable, all clinical testing indicated normal results, and no intervention was required. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead - 2013 (B)(6). (B)(4).